Event description:
It was reported that the health care professional (hcp) requested to review the presenting electrogram stored by this pacemaker system. Technical services (ts) reviewed per request. Ts advised there is possible undersensing on the right atrial channel resulting in pacing delivered when not required and functional loss of capture. Ts noted timing changes and pacing delivered when not required resulted in functional undersensing in the ventricular. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.